Event description:
A malfunction alarm with code "malf 12" was reported. The customer's blood glucose level did not exceed 500 mg/dl, which indicates there was no adverse impact. Technical support assisted the customer by providing pump reset information and guided them through the reset process. After resetting, the malfunction did not recur, and it was resolved that the customer could continue using the pump. The customer was advised to contact support again if the malfunction reoccurred.